Event description:
(B)(4).

Manufacturer narrative:
From the document review of the lot involved (1112533 - (B)(4) impactors produced) no anomalies were found. Versafitcup cc trio shell (k103352): code 01.26.45.0048 lot 143427: (B)(4) shells manufactured and (B)(4) already sold. No anomalies were found from the document review; no similar cases with items of the same lot. The failure mode is unlikely to cause pt harm, even if it can lead to additional steps to fix the problem.